Manufacturer narrative:
Per the product labeling, "all initially reactive samples (results = 1.0 coi) should be re-determined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination and other findings." The investigation did not identify a product problem. The issue is determined to be sample-specific.

Manufacturer narrative:
It was communicated that the patient was previously tested for hepatitis c virus using the e801 assay, which yielded a negative result.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter alleged discrepant results with multiple assays for two samples from the same patient tested on a cobas e 801 analytical unit. Elecsys hbsag ii: 438 coi. Elecsys hbsag ii quant ii: 12.40 iu/ml (detectable). Elecsys syphilis: 12.6 coi. Elecsys hiv duo: 96.3 coi. Hiv immunoblotting result: negative. Syphilis confirmation (vdrl and tpha): negative. The patient¿s general practitioner requested a repeat run. On (B)(6) 2025, a new sample was run, and the results were nearly identical to the initial test. The screening tests showed high coi values, while all confirmatory tests and pcr results were negative. This medwatch will cover elecsys hiv duo. Refer to medwatch with a1 patient identifier (B)(6) for information on the elecsys hbsag ii results, and medwatch with a1 patient identifier (B)(6) for information on the elecsys syphilis results.